Manufacturer narrative:
The reported events were fracture and noise. As received, a partial lead (only distal portion) was returned in one piece. The reported event of noise was confirmed. Visual inspection found an external insulation abrasion proximal to the suture tie impression. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of fracture was not confirmed. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. The cause of noise was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
New information received notes the right atrial (ra) lead exhibited noise consistent with a lead fracture. There were no complications. The patient received an upgrade. The patient was discharged in stable condition.

Event description:
It was reported that a fracture was observed on the right atrial (ra) lead. The ra lead was explanted, and the patient received an upgraded system.